Event description:
Independent repair center customer alleged alarming/red light and the key failure is the tubing is disconnected from heat exchanger to manifold causing unit to alarm. Provider states they repaired tubing and multiple leaks. No new parts needed.